Event description:
During resuscitation at enar drowning, the life support products child bvm was noted to not be effectively ventilating the pt. Inspection immediately identified that the manometer port on the pt valve was leaking air to the atmosphere. The manometer ports are occluded using a soft white plastic cap which is tethered to the pt valve suing self material. The manometer port had pierced the soft plastic cover completely exposing the manometer port. Digital pressure on the open manometer port stopped the leak and allowed ventilatory pressures to be delivered to the pt. The bvm had been stored cordura nylon oxygen bag. Inspection of an infant bvm in the same oxygen bag revealed an identical defect in the manometer port cover. In an high ventilation volume of the bvm could be leaked to atmosphere and perhaps un recognized.